Event description:
It was reported that the 6800 system had poor image quality with images too dark then too light during a case. The 6800 system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The controller board was replaced during the service call.